Event description:
It was reported that pericardial effusion occurred. It was reported that a versacross connect laac access solution was selected for use during a watchman left atrial appendage occlusion procedure. After attempting to place the 20mm watchman flx pro closure device, the physician determined that a closure device would be unsuitable for the morphology of appendage. The physician then placed and released a non-boston scientific device in the appendage. After deployment it, a pericardial effusion was noted. Hence, a pericardiocentesis was performed. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.